Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient was treated on (B)(6) 2020 and resulted in suboptimal results. Right eye (od) wavescan measurement -2.73+0.29x083. Left eye (os) wavescan measurement -3.00 +0.52x084. On (B)(6) 2020 patient had enhancement using idesign measurement on od -1.40+0.58x097. On (B)(6) 2020 patient had enhancement using idesign measurement on os -1.41+0.59x094. This report is for the visx. A separate report will be filed for the wavescan.